Event description:
The clinician reports the implant was inserted on (B)(6) 2021 in ada 19. Details of surgery: primary stability not achieved and implant surface not completely covered with bone. On (B)(6) 2023, loss of osseointegration was verified. Patient presented with previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis and mobility. No further patient complications were reported.